Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. No patient complications were reported and the patient condition was good.